Manufacturer narrative:
Conduction disturbances such as complete heart block are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post-implant this transcatheter bioprosthetic valve the patient developed complete heart block, subsequently a permanent pacemaker was implanted. No further adverse patient effects were reported, the device remains implanted.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. The investigation remains in progress, once the investigation is complete a supplemental report will be submitted. (B)(4).